Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "some issue occurred at the anesthesia machine during an anesthesia surgery. By checking, the humid vent filter port being connected to the machine was found cracked. Therefore, the device was replaced with a new unit to complete the procedure. No injury to the patient occurred. It appeared that 1% chlorhexidine gluconate ethanol disinfectant had spilled on the humid vent filter."

Event description:
It was reported that: "some issue occurred at the anesthesia machine during an anesthesia surgery. By checking, the humid vent filter port being connected to the machine was found cracked. Therefore, the device was replaced with a new unit to complete the procedure. No injury to the patient occurred. It appeared that 1% chlorhexidine gluconate ethanol disinfectant had spilled on the humid vent filter.".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. As per the reported information, the most likely root cause of the issue was due to mishandling, it appeared that 1% chlorhexidine gluconate ethanol disinfectant had spilled on the humid vent filter. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.